Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve error on 8100 unit, with error 246-4710. The error is caused by adc safety system on unit. Explain to customer the logic board on unit has to be replaced. Also confirm part # for logic board for unit. Case turn over to cad.... (B)(4). Customer called in for help on 8100 unit with error code 246-4710 with error unable to go forward with unit. The error has to do with the adc safety system on unit, the a/d detector was busy for too long to complete a conversion on unit. Needs to replace the logic board on unit which is the main board. Confirm part number for logic board to customer.